Event description:
It was reported that while the ventilator was connected to a patient, the patient's tubing was accidentally dislodged. At the time, the ventilator's alarm sound was set at 10%, therefore, the alarm was not heard. The nurse was alerted by a monitoring device which alarmed for low oxygen saturation. The patient had a severe desaturation with bradycardia and almost died. After 10-15 minutes of resuscitation, the patient was back to normal. (B)(4).

Manufacturer narrative:
(B)(4).